Event description:
The outer package appeared normal,inner package appeared normal. When the plastic bag was removed to expose the stem, it was noted that the distal end of the stem had the plastic from the bag melted to it.